Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the information provided in the article only. It was reported that an enlarged epiglottis made an intubation more complex. Once the c-mac-d-blade/frova catheter technique identified the tracheostomy, a railroad intubation on the first attempt was possible, straightforward and ¿easy¿. As anticipated, there was minor bleeding from the tumor, which ceased within a few seconds making operation and recovery uneventful. No product was returned, but based on the article and the images provided with same, there is no evidence to suggest that the reported minor bleeding from the tumor was caused by a defective frova introducer. The patient had a known laryngeal cancer with CT confirmed infiltration into the right supra glottis and hypopharynx obstructing the view of the right anterior glottis. Thus, the patient was referred to video-assisted intubation, which was successful and bleeding was anticipated as the tumor was described as large, fragile and crumbling. The case report confirms the safe and successful use of a curved blade video-laryngoscope together with frova in patients with known bleeding-prone tumors in the upper airways and according to the article the bleeding ceased within few seconds. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Article: a novel method of intubation and orogastric tube insertion using a c-mac-d-blade videolaryngoscope-bougie technique. Van zundert 2015. Catalog# is unknown but referred to as cook frova intubation introducer. Occupation: professor. PMA/510(k) k161813. Investigation is still in progress.

Event description:
Description of event according to article: the user opted for the c-mac-d-blade with frova as first line technique because they regarded that technique as the most likely to be successful. Though previously regarded as impossible, they eased the blade gingerly down the left side; carefully avoiding the large tumor on the right side. The left cord was visible, but the right cord was obliterated by the large invading laryngeal tumor. An enlarged epiglottis made the intubation more complex. Once the c-mac-d-blade/frova catheter technique identified the tracheostomy, a railroad intubation on the first attempt was possible, straightforward and ¿easy¿. As anticipated, there was minor bleeding from the tumor. This ceased within a few seconds. Operation and recovery were uneventful. Patient outcome: the patient did not require any additional procedures due to this occurrence. Bleeding from the tumor was reported as an adverse effect on the patient as a result of this occurrence.